Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The patient has anti-phospholipid antibodies (apas) product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 2.8 inr and within 4 hours the laboratory result was 1.8 inr. On (B)(6) 2020 the meter result was 2.9 inr and within 4 hours the laboratory result was 2.1 inr. The patient's therapeutic range is 2.0-3.0 inr and tests twice a week. The patients current condition is feeling ok.